Manufacturer narrative:
H10: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned sample a break of the inner catheter at the distal end could be confirmed. The system was returned in activated state without stent. The distal end of the inner catheter was found broken. The stent housing was found with a one-sided kink pattern which may indicate difficult patient anatomy. An indication for a manufacturing related issue could not be identified. Therefore, based on the information available the complaint was confirmed. However, based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In regards to deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to accessories the IFU states: 'gain access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger' and 'insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'.

Event description:
It was reported upon removal of delivery system from the highly calcified superficial femoral artery, the tip of the delivery system was allegedly detached. It was further reported under fluoroscopy, two detached pieces were identified. Reportedly, two pieces were allegedly retrieved with a snare. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported upon removal of stent deployment in the highly calcified superficial femoral artery, the tip of the delivery system was allegedly detached. It was further reported under fluoroscopy, two detached pieces were identified. Reportedly, two pieces were allegedly retrieved with a snare. There was no reported patient injury.